Event description:
Dealer stating the patient bent this part. The dealer did not provide any additional information. The dealer did not provide usage details or patient information no injury or property damage was reported.